Event description:
Catheter hub sutured to pt. During routine procedure, the pt's gown was removed; however, it is understood that the nurse forgot that the catheter was in place and possibly the proximal end fixed to the gown (maybe with a safety pin). The catheter was found to be missing the integral floswitch once the gown was removed and the floswitch was found tangled in the gown. The catheter was immediately removed and replaced. Further information from user, pt subsequently died, but dr. Hangaard has stated that the pt's death was not in any way related to the above event but to the pt's clinical condition. Therefore, the death and the incident are coincidental but not considered to be associated with each other.

Manufacturer narrative:
Pending for the investigation and eval.